Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic total hysterectomy. According to the reporter: the needle broke in half and could not be recovered as it was lodged and lost in the vaginal tissue.